Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The patient's left atrial pressure was 12 mmhg and the patient was adequately hydrated. A 27mm watchman laa closure device was deployed. The release criteria were met and the closure device was implanted. About five hours post procedure, a transthoracic echocardiogram (tte) was performed and the closure device was noted to have embolized and was caught in the chordae. The patient went to surgery where the closure device was successfully removed and the laa was excised. The patient is well and was discharged the following day.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman implant. The implant appeared to have tissue attached to some of the anchors. Analysis of the implant included microscopic and visual inspection. Inspection revealed minor anchor damage, with the anchors slightly out of plane. Inspection of the rest of the device found no other damaged or defect. The reported device embolization and resulting surgery could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The patient's left atrial pressure was 12 mmhg and the patient was adequately hydrated. A 27mm watchman laa closure device was deployed. The release criteria were met and the closure device was implanted. About five hours post procedure, a transthoracic echocardiogram (tte) was performed and the closure device was noted to have embolized and was caught in the chordae. The patient went to surgery where the closure device was successfully removed and the laa was excised. The patient is well and was discharged the following day.